Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failure alarm confirmed in the pump history and during self test due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the during the auto test insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.